Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had alarm 14 (patient temperature 1 probe out of range), patient temp would not register. Mis had the nurse check that the patient temperature probe registered on the bedside monitor. It registered. Then again, nurse tried to connect it with the device, but it did not register. Mis advised that it was likely a bad temperature probe cable. Mis suggested nurse check with unit manager and biomed for a replacement cable. If the nurse could not locate one, take the device out of service and send to biomed, so they could obtain a new cable. Per customer via phone on 12dec2022, it was reported that there was no impact to the patient and did complete therapy on a different, outdated device that was non-arctic sun. The arctic sun works but, the temperature probe did not. Biomed has placed an order for a replacement probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had alarm 14 (patient temperature 1 probe out of range), patient temp would not register. Mis had the nurse check that the patient temperature probe registered on the bedside monitor. It registered. Then again, nurse tried to connect it with the device, but it did not register. Mis advised that it was likely a bad temperature probe cable. Mis suggested nurse check with unit manager and biomed for a replacement cable. If the nurse could not locate one, take the device out of service and send to biomed, so they could obtain a new cable. Per customer via phone on (B)(6) 2022, it was reported that there was no impact to the patient and did complete therapy on a different, outdated device that was non-arctic sun. The arctic sun works but, the temperature probe did not. Biomed has placed an order for a replacement probe.